Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a auxiliary drawer failed. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary drawer 5 failed to stay closed. A field service engineer found that the full-height drawer 5 on the auxiliary cabinet had failed to stay closed. The engineer then opened the back panel door and noticed that the drawer was not showing as closed on the light indicators. The latch insep was missing its magnet, so the engineer replaced it with a new insep on the latch assembly, rebooted the station, and tested it to confirm the issue was resolved. The system functioned as intended after the field service engineer repaired the device.